Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed unexpected restart/cold restart performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer completed troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump until the replacement arrives. The insulin pump will not be returned for analysis.